Manufacturer narrative:
(B)(4). This device has not been returned for analysis. This investigation will be updated should further information be provided or if the device is returned and analysis completed.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) recommended sending a save to disk for analysis and discussed replacement recommendations. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.